Event description:
It was reported the device had a broken ventricular connector. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the ventricular connector was broken. It was also noted that the keyboard was scratched, the upper case, lower case, liquid crystal display (lcd) lens, side bail covers and battery drawer were broken, the knobs, ring cover, heart block, lead flex cover, heart wire contacts and heart lead flex were contaminated, the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.